Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high results compared to his feelings. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 2:00pm the patient reported testing on his lfs meter and obtaining a reading of "379mg/dl." The patient reported using a combination of medications including humalog and lantus insulin to manage his diabetes. The patient reported in response to the high reading, he gave himself insulin (unknown dose). The patient reported 4 hours later, he felt "shaky and laid down." It is unclear if the patient's symptoms were intermittent, ongoing or worsened. The patient denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, but the patient's test strips were expired and his meter coded incorrectly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient alleged obtaining an inaccurately high blood glucose reading, administered insulin based on that reading, developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.